Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This report is being filed to relay additional information. The following fields were updated/ corrected: b4, d4, g4, g7, h2, h3, h4, h6, h10. Product review of the air dermatome by flextronics on november 5, 2019 revealed that the control bar was not in the correct position and the motor speed was low and unstable. It was also noted that the needle bearing and reciprocating arm were worn and the swivel was loose. Repair of the air dermatome was performed by flextronics on january 20, 2020 which included replacement of the needle bearing, reciprocating arm, swivel, motor and sleeve. Air dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the control bar was not in the correct position. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that after setting the air dermatome, there is no correct decrease skin (too deep). The event timing was during surgery with no harm to the patient. A delay of 15 minutes reported was due to getting an alternate device to preform the procedure. No adverse events were reported as a result of this malfunction.